Event description:
It was reported that erroneous results occurred after use with a bd vacutainer® sst¿ blood collection tube. The following information was provided by the initial reporter, "customer complained of high calcium results with bd conventional stopper sst tube lot # 0028522, exp 1/31/2021. This has been on going since (B)(6)2019 and has not be reported to bd."

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. The customer reported that the issue has been resolved. Chem machine and water system were decontaminated. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that erroneous results occurred after use with a bd vacutainer® sst¿ blood collection tube. The following information was provided by the initial reporter, "customer complained of high calcium results with bd conventional stopper sst tube lot # 0028522, exp 1/31/2021. This has been on going since (B)(6) 2019 and has not be reported to bd."